Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated invalid/missing ahr (atrial high rate) diagnostics. Atrial histogram indicates chronic atrial tachycardia (at)/ atrial fibrillation (af). At/af reported at 7.2%. Diagnostic mismatch with under-reporting of at/af. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was under-reporting the patient's atrial tachycardia (at)/ atrial fibrillation (af). They could not determine when the last episode of af started nor how long they were in it. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.